Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional point of contact: (B)(4), biomed. Getinge field service engineer (fse) found during preventive maintenance(pm) unit failed drive manifold test. The fse replaced drive manifold (d104-00-0031) and the equipment is clear for use. The preventive maintenance was completed. The defective drive manifold were received for further national repair center (nrc) investigation. The failure analysis and testing department verified the failure of vacuum leak diff. Pres. Tests failed with result of 25mmhg, the factory specification is +-25mmhg. Result of vacuum leak diff. Pres. Tests could be higher than 25mmhg. However, the failure analysis and testing department could not observe ¿gas loss warning¿ message and failure of membrane leak tests as per compliant. Drive manifold assy, failed testing. Retaining drive manifold assy, in the fat dept. As per procedure: (B)(4) rev ap. The non-conformance's with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.